Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair and sacrospinous ligament fixation; due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, vaginal scarring, vaginal shrinkage, bleeding, dyspareunia and neuromuscular problems; psychological and emotional conditions. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion of pelvic mesh, abdominal and pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided